Event description:
It was reported that during the surgical procedure, an attune mod post saw cap, size 6-8, was damaged. The specialist did not express any complaints; the surgery was successful. It was further reported that the red part of the attune mod post saw cap retainer, size 6-8, that fits with femoral cutting blocks, is broken and does not allow for a proper fit.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "during the surgical procedure, an attune mod post saw cap, size 6-8, was damaged. The specialist did not express any complaints; the surgery was successful.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "source file - formato de novedad. Colectivo 568070 instituto colombiano del dolor" the photo investigation revealed that ¿254500046, attune mod post saw cap sz 6-8¿ has broken plastic lever. The breakage is consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. With the available data and understanding of the surgical process, no corrective and/or preventative action is recommended. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune mod post saw cap sz 6-8 would contribute to the complained device issue. Based on the investigation findings, attune mod post saw cap sz 6-8 was broken plastic lever because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product<254500046>/lot<pg339193> combination.